Event description:
On (B)(4) 2012, salter labs received a notification from (B)(6) regarding an incident that was reported from a hospital where a cannula disconnected while on a infant. The infant reportedly had its heart rate monitor alarm and was observe to have a "profound bradycardia and desaturation." Reportedly, there was a disconnection at the "joint between the nasal cannula and the oxygen delivering tubing." Salter labs contacted the initial complainant several times to determine how the patient was doing and whether the product was available for return to salter labs. However, the units were not received by salter labs. Further attempts at contact regarding the return of the unit have not been successful. Without the units in question available for analysis it is impossible to confirm the complaint or determine a root cause. This is a final report.